Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03655. (B)(6). It was reported that angina and stent restenosis occurred. In (B)(6) 2012, the patient was diagnosed with unstable angina and was subsequently referred for cardiac catheterization. Target lesion #1 was a de novo located in the proximal left anterior descending (lad) with 99% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of 3.50x16mm promus element plus drug eluting study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo extending from mid lad to distal lad with 99% stenosis and was 25mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and placement of 3.00x32mm promus element plus drug eluting study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented due to evaluation of new onset of chest pain. The patient was subsequently referred for cardiac catheterization. Coronary angiography was performed which revealed a 70-80% stenosis in mid to distal portion of the lad artery and 80% stenosis in proximal to mid portion. The 80% stenosis in mid lad to distal lad was treated by deployment of 3.00x15 non-bsc drug eluting stent, with 0% residual stenosis. On the same day, the event was considered resolved and the subject was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent restenosis did not occur as previously reported as coronary angiography revealed patent study stents.